Manufacturer narrative:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. The lens was removed and exchanged in a second surgery on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as low vault. Reportedly, "patient's last visit on (B)(6) 2020 ucva 20/20-2 iop 14. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- device code 12993 should be corrected to 1583 in the previous MDR. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Per the reporter on (B)(6) 2020, "they implanted and explanted (removed)" lens and implanted a 13.2mm, micl 13.2, -9.0 diopter, lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.